Manufacturer narrative:
(B)(4). Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of inflammation, hardening, wound which suppurates, "epidermolysis," lack of efficacy, edema, and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event as follows: precautions for use ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ poor effect or weak filling effect. ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported an injection of 2 syringes juvéderm® volbella¿ with lidocaine in the nasogenian groove and lips. The patient was pre-treated with an anesthetic cream and chlorhexidine and treated post-injection with ice. The day of injection the patient experienced "epidermolysis and lack of efficacy of product in the left nasolabial fold" and "edema (like an allergic reaction) in the upper and lower lip at 6 hours post-injection". The patient was treated with injectable betamethasone intramuscular 12 hours later. The night of injection the patient experienced a "great inflammation" in the nasogenian grooves and lips. It is noted the inflammation improved with ice application and decadron. Company representative saw the patient and noted "palpable hardening over the groove" and "in the other groove was observed a kind of a wound, which [the patient] clarifies that since the injection moment it suppurates from there and during the day, [they do] not feel that there is a filler in the zone." Symptoms are ongoing at this time. Patient was taking clonazepam at the time of injection.